Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5078524/5078394.

Event description:
It was reported that patient had difficulty charging the ipg and inability to charge beyond two bars. It was also noted that patient leads had multiple impedances. The patient underwent an explant procedure where all devices were removed and nothing will be return as it will not release by the facility.